Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) evaluated the iabp and observed in the power activity log the iabp switched to battery #1 and powered off. The iabp was powered back up 15 minutes later. The stm saw this as a potential issue with power management board not switching from battery #1 to battery #2. The stm could not duplicate the alleged malfunction but replaced the power management board as a precautionary measure. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported a cardiosave intra aortic balloon pump (iabp) shut down during patient transport, the customer repowered the iabp and was able to continue therapy. No patient harm or adverse event was reported.